Manufacturer narrative:
UDI: (B)(4). Manufacture date: november 24, 2015 - november 25, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume multirate infusor when the pump was being filled with medication. There was no patient involvement. No additional information is available.